Manufacturer narrative:
COMBINATION PRODUCT: YES. BIOTRONIK SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. BIOTRONIK HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY BIOTRONIK, OR ITS EMPLOYEES THAT THE DEVICE, BIOTRONIK, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. BIOTRONIK WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
PM SYSTEM WAS EXPLANTED, AND REPLACED WITH A LEADLESS PM, DUE TO DISLODGEMENT OF THIS RV LEAD WITH NO CAPTURE AND PT W/DIABETES AND CHRONIC FOOT INFECTION W/HIGH RISK FOR PM RELATED INFECTION. NO ACTUAL INFECTION OF PM SYSTEM/POCKET WAS NOTED. SHOULD ADDITIONAL INFORMATION BE RECEIVED, THIS FILE WILL BE UPDATED.

Manufacturer narrative:
Combination Product: YES.Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.The visual analysis revealed cuts into the insulation 34.5 cm distal to the IS-1 connector pin, which most likely resulted from the explantation procedure.However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement.The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications.Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.